Manufacturer narrative:
H3, h6: one fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. Inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The depth limiter was attached. T1, was not returned. The suture was cut at t1. T2 and suture were returned freed from the delivery needle. The needle was flattened and bent toward the left. The device no longer cycled or actuated properly due to needle damage. Symptoms align with difficulty in reaching desired anchoring location. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time. B5: event description corrected.

Event description:
It was reported that during meniscus repair surgery when deployment of t1 of the fast-fix 360, the t2 implant fell off from the inserter needle. All t's were removed from the patient. The procedure was complete with no delay and a backup device was used. No injury to the patient was reported.

Event description:
It was reported that during meniscus repair surgery when deployment of t1 of the fast-fix 360, the t2 implant fell off from the inserter needle. All pieces were removed from the patient. The procedure was complete with no delay and a backup device was used. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.